Event description:
Patient operated on for senile cataract of right eye. Physician performed an extracapsular cataract extraction with intraocular lens implantation of the right eye by phacoemulsification. On 12/23/93 the hospital was notified by the surgeon that upon examination of the patient under the slip lamp in his office a small fragment of material was seen in the right eye. In discussions with the surgeon, he felt this may have been caused by an needle.